Manufacturer narrative:
Updated: d8, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes such as damage or deterioration of parts, electrical problems like as signal loss or connector contact damage. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the flex deflectable videoscope video image is flickering. The issue occurred during preparation for use. There were no reports of patient harm

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.